Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4: batch # 791d02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage and no reload present. During the functional test, it was observed that the pivot pin was loose, causing the pin to move easily and even fall out easily. In addition, the device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The device was disassembled to verify the condition of the device and the hole where the pivot pin passes through was noted damaged causing the loose component. It is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 791d02, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a joint colorectal/renal case - laparotomy. The first tcl fired normally for the first two times but third time had issues when the white casing fell off from the anvil half. They opened a second tcl and found the anvil half casing was a bit loose but still proceeded with firing. Reported no patient harm from the firing. The metal pin on the first tcl was missing. It was found on the floor eventually.